Manufacturer narrative:
The investigation of the returned safety valve pull magnet, expiratory channel pc board, inspiratory and expiratory pressure transducers, and evaluation of the received device logs has been completed. After the exchange, conducted by our field service engineer, the ventilator functioned as intended. Evaluation of received device logs confirms the occurrence of the reported technical errors and a stop of ventilation on the date of event. Simulated-use tests of ventilation also confirmed the reported issue and, it was discovered that the expiratory channel pc board was the only failing component. Electrical measurements on the expiratory channel pcb showed that a capacitor in the pull magnet supply circuit was shorted. After the expiratory channel pcb was repaired pre-use checks tests succeeded and one day of simulated-use tests of ventilation, with all returned components installed, followed without any deficiency noted. A failure leading to the reported technical error will lead to a stop in ventilation if the safety valve is not in its predetermined state. Appearance of this failure will be notified to the user by a generated high priority alarms and the reported technical error code. The conclusion in this matter is that the reported issue was caused by a shorted capacitor on the expiratory channel pcb. Why the capacitor failed has not been established.

Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator generated two technical alarms during ventilation of a patient. The alarms indicate a power failure and an open safety valve. There was no patient harm. (B)(4).